Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges revision surgery and injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. On (B)(6) 2016: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."